Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the lead was removed and replaced. In addition, the physician noticed the contacts on the lead appeared damaged.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation and was unable to increase the stimulation. Lead diagnostics revealed multiple high impedances. Surgical intervention may be pending to address this issue.